Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's device was not pacing and there may be a connection issue with the right ventricular (rv) lead. Additionally, the rv lead had a lead warning for impedance out of range/infinite impedance. The patient's pocket was reopened and the lead was reconnected. The device and lead remain in use. No patient complications have been reported as a result of this event.